Event description:
During pretest, probe had ice form along the entire length of the shaft past the 4.0cm set point. Probe was replaced. No pt contact.

Manufacturer narrative:
No pt injury reported. Follow-up MDR will be submitted once eval is complete.